Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v200 indicating that the device alarmed suffocation. The device was in use on a patient at the time the reported issue was discovered; the patient's physiological parameters fluctuated greatly, and the medical staff were nervous. However, there was no reported harm to the patient or user. The device was replaced with another v200. The customer called technical support to report that the device alarmed suffocation. Per good faith effort (gfe) response, the authorized service provider (asp) engineer stated that the unknown alarm tone was continuous, and the customer reconfigured the parameter settings to resolve the issue. Further case information regarding the actual alarm that occurred is still pending as the v60 ventilator does not have an alarm for suffocation. Investigation is ongoing

Manufacturer narrative:
The device passed the required performance verification tests per philips standard and was returned to service. Multiple attempts have been made to obtain the actual alarm error that occurred; however, per follow-up good faith effort (gfe) response, the reported alarm error code could not be confirmed and remains unknown. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.